Manufacturer narrative:
(B)(4). Batch # m55z9w . The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut indicating that the instrument achieved a full firing stroke; however the instrument was received fully loaded with staples. It is possible that the returned anvil does not belong to the returned device. A new washer was placed on the instrument and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap anterior resection, the device could not be closed at all though the adjusting knob was fully rotated (1.0 mm) and the device could not be fired. After that, the anvil of the 1st device was left and the 2nd device was set with it and then, the 2nd device was fired without problems. There were no adverse consequences to the patient. The person who fired the device was a novice female doctor.